Manufacturer narrative:
Product code: dqx. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. Blank fields on this form that have not been previously submitted indicate the information is unknown or unavailable.

Event description:
The complainant reported that the movable range of the tip on the curved tefcor movable core wire guide was noted to be shorter than usual prior to the procedure. Therefore, another device was used instead. It was further noted that the anchor solder was broken which allowed the coil to slightly elongate. The product problem did not result in any reported serious injuries to the patient.